Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported he felt electrical current going through body. The patient stated, he was at his doctor's office yesterday and the device manufacturer's representative (rep) never showed up and the doctors tried to call the rep, however no response. The patient stated, he needed the device checked. The patient had an appointment this coming tuesday, but cannot wait that long to have it checked. The device was currently off because, it was not working right. The patient was to follow-up with the health care provider (hcp). The electrical current going through the body was in the feet, ankle, and back. The patient tried to use it yesterday, but disconnected yesterday. The patient was afraid to use it. The electric current was at least three months ago. The feeling was on and off. The stimulator was off. It feels like a current going through body. This started a long time ago off and on. The pain was getting worse. It gets worse in the afternoon and now in the am feels like a shock current going through the feet, ankle, and back. The patient tried to call the rep, but doesn't return call. Patient services contacted the rep to call the patient. Medical history includes spinal pain and chronic low back pain. Additional information received from the patient stated that the patient did notify the managing physician. It was unknown the circumstances that led to electrical current going through the patient's body. It prevented the patient from using the device. The issue was not resolved, sometimes it worked and sometimes it did not work.